Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while trying to put this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection an alert for signal artifact monitor (sam) episode was noted. Technical services (ts) was consulted and stated that the sam episode was due to minute ventilation (mv) chop. Ts noted high out of range pacing impedances on the ra lead, and ts suspects lead damage. Ts noted this device does not meet conditions for MRI. Additional information is being requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that while trying to put this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection an alert for signal artifact monitor (sam) episode was noted. Technical services (ts) was consulted and stated that the sam episode was due to minute ventilation (mv) chop. Ts noted high out of range pacing impedances on the ra lead, and ts suspects lead damage. Ts noted this device does not meet conditions for MRI. Additional information is being requested from the field. This ICD remains in service. No adverse patient effects were reported additional information was received. The MRI was not performed and no further information regarding lead integrity or out of range pacing impedances was available. This investigation will be updated should further information become available in the future.